Event description:
Information received from a patient to the manufacturer indicates por is currently displayed on their patient programmer screen. The patient provided that they come in close proximity to security screening devices frequently; passing in and out of theft detector devices daily. The medtronic representative reviewed power on reset information with the patient and also redirected the patient to report symptoms to their physician and to follow up with their hcp for device interrogation and further medical direction. It is unk if the patient experienced symptoms when the event occurred and the patient did not report any occurrence of injury. No report of device explant has been received. Additional information has been requested from the hcp regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information becomes available.